Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) has been completed. Console logs from the reported day of event are consistent with complaint and show controller failure alarm (#1029, due to epm software corruption), immediately preceded by indication of bad crc value during periodic epm software integrity verification. Few minutes earlier, an error message was logged epm: error_float_conversion. Couple minutes later, pump 600491 had been unplugged and transferred to backup console. Console was tested, but the issue was not reproduced, and there was no indication of epm software corruption. Software was extracted from the epm microprocessor to be compared with programming code, and it was identical. Digital communication between epm and epm was monitored, but no anomalies were observed, and each epm sw verification showed identical values of epm software crc stored in device memory and calculated. Analysis of epm software source code suggested that the value of hardware revision in code space might have been corrupted, which was communicated by intentionally mismatched crc value. The perceived epm software corruption was most likely caused by an undetermined epm software or hardware anomaly.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that an automated impella controller (aic) had a controller failure alarm. The aic was exchanged. There was no harm to the patient.